Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced both common compute controller (ccc) on the vision side carts (vsc). The system was tested and verified as ready for use. The first ccc has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into a golden system which triggered an error, indicating faults on the ccc due to the golden images. The ccc was successfully reprogramed and the ccc functioned as expected. As a result of these findings, fa was able to conclude that the golden image on the vsc ccc was the root cause of the report event. Additional findings, after the ccc was successfully programmed error 611 appears during the bootup via review logs. This error indicates the audio_codec failed further investigation shows the failure was on the field programmable gate array (fpga). The second ccc has been evaluated by the fa and fa was able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into a golden system which triggered an error, indicating faults on the ccc due to the golden images. The ccc was successfully reprogramed and the ccc functioned as expected. As a result of these findings, fa was able to conclude that the golden image on the vsc ccc was the root cause of the report event.

Event description:
It was reported that prior to the start of a da vinci-assisted gastric bypass surgical procedure, a system error 297 was observed. Subsequently, error 311 was noted on the tower common compute controller (ccc). An intuitive surgical, inc. (Isi) technical support engineer guided the caller through a hard power cycle of the tower, but this did not resolve the issue. The caller then decided to swap towers to proceed with the case.